Manufacturer narrative:
Investigation findings: the drill was received for evaluation and the reported problem was confirmed. A visual examination found a small piece of broken bur inside the spindle assembly. Information from the customer revealed that the bur guard was not in use at the time of the reported problem. The instruction handpiece manual informs the user: warnings: do not operate the drill without the appropriate bur guard. Always use a bur of the proper length. The tip of the bur guard should cover the safe line on the bur, if applicable. Without the stabilization that the proper guard provides, the bur can break and be propelled with great force. Cautions: never operate the micropower high speed drill without a bur and appropriate bur guard in place and the collet locked. Damage will occur. The customer has been provided additional information regarding this product.

Event description:
The customer reported that during use of this drill in surgery, the bur broke. There's no report of serious injury or surgical delay.